Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient lost significant amount of weight and as a result the ipg became loose and was moving in the ipg pocket (event date unknown). Surgical intervention was taken where the ipg was explanted, replaced and relocated. The ipg was replaced to take advantage of the new technology .